Event description:
Information received by medtronic indicated that the transmitter was not communicating with the insulin pump. No harm requiring medical intervention was reported. The troubleshooting was  performed and the issue was not resolved. It was unknown if the customer had continued to use the device. The device will not be returned for the product analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.